Event description:
Reporting status: serious injury - surgical intervention. Reporting rationale: stent dislodgement requiring surgical intervention. Device issue: stent dislodgement. It was reported that the lesion was located in the proximal to mid lad. Following pre-dilatation, the zeta stent delivery system (sds) was advanced, but was unable to cross and the stent dislodged. The patient was sent to surgery where the stent was removed and CABG was performed. The patient outcome was good. No additional event or patient information is available.

Manufacturer narrative:
The inability to cross a lesion and stent dislodgement can both be affected by numerous factors. It is possible an interaction with the lesion/anatomy during the attempt to cross the lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent. Further interaction with the anatomy during retraction could have contributed to the stent dislodgement. The reported removal of foreign body is related to the retrieval of the dislodged stent by surgery, requiring further hospitalization. The reported failure to advance appears to be related to the operational context of the procedure; however, a conclusive cause could not be determined for the stent dislodgement.